Manufacturer narrative:
Additional narrative: the device associated with this report was not returned. Follow up communication for product return was unsuccessful. Hhe/qrb (quality review board) (B)(4) recommended a device correction which was initiated on june 12, 2015. CAPA-(B)(4)determined the likely root cause to be related to misuse, and requires mandatory sales training on proper use and application of the device by depuy sales consultants. CAPA-(B)(4) will also monitor the mandatory field training. The need for further corrective action was not indicated. Continue to monitor per post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Upon examination of the returned product, it has been determined that the type of failure originally reported was incorrect, and that the actual failure is not a reportable issue. Therefore, we are rejecting this report.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The articulating surface is broken.

Manufacturer narrative:
The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.